Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.